Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The user facility reported a 64-year-old male patient of unknown race in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after successful implantation of an impella cp, the patient experienced ventricular fibrillation. The patient was shocked and return of spontaneous circulation was achieved. The physician decided to remove the impella due to poor distal perfusion and hematoma. The patient was reported as stable.

Manufacturer narrative:
The investigation for the reported limb ischemia, ventricular tachycardia, and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia, ventricular tachycardia, and access site bleed could not be determined as the device was not returned nor sufficient clinical details.